Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/26/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device an4249, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. Additional information was requested, and the following was obtained: could you please confirm when did the issue (suture breakage) occurred? (B)(6) 2020. What do you mean by the product is bursting? When pulled, the wire breaks. What was the initial procedure? Herniorrhaphy. Could you please confirm how many devices present the issue (breakage suture)? In this surgery, two units from batch an4249. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-09559 and 2210968-2020-09560.

Event description:
It was reported that the patient underwent a herniorrhaphy procedure on (B)(6) 2020 and the suture was used. It was reported that during the surgery, when pulled, the wire/suture breaks. There were no patient consequences reported.